Manufacturer narrative:
On january 21, 2026, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2026, mentor received additional information. An updated event date was provided. Date of event: june 13, 2025 additionally, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: migration. Date of explantation: on (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 480cc mentor memorygel boost breast implant prosthesis. Post-operatively, the patient was diagnosed with left breast baker grade iii-IV capsular contracture with pain and bottoming out of the right implant during a physical exam. As a result, the patient was scheduled for bilateral exchange with mentor implants on (B)(6) 2026. This report is for the right breast prosthesis.